Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, broken cubie would not release and was no longer detected. The cubie is currently taped down, so the drawer unable to open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-mar-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie was broken, did not release, and was no longer detected. A field service engineer logged into the hardware test application, attempted release from moab, identified the broken pocket, and rebooted the system. The fse removed the broken cubie pocket to resolve the issue. The system functioned as intended after the field service engineer repaired the device.